Event description:
Literature was reviewed regarding implantable cardioverter defibrillator (ICD) shock therapy in pediatric patients. The authors described patient deaths; however, the causes of death were unknown, but unrelated to ICD therapy. There were patients who experienced inappropriate shocks due to supra ventricular tachycardia (svt), sinus tachycardia or abnormal sensing episodes. Three patients had an aborted sudden cardiac arrest which required cardiopulmonary resuscitation (CPR). Other patients underwent device or lead revisions due to infection, unknown lead dysfunctions, or other unknown reasons. The status of the devices and leads is unknown. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/13 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: evolution of implantable cardioverter¿defibrillator shock therapy in children in the era of optimized ICD programming and remote monitoring. Europace. 2025. 27, euaf240. Doi: 10.1093/europace/euaf240 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.